Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow-up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Customer reported cracked and leaking y-site, specific model and site not provided. There was no report of pt harm or medical intervention required.